Manufacturer narrative:
On (B)(6) 2020, a cellfina disposable kit was received by merz/ulthera under the returning materials authorization number associated with this case. The device did not have a visible lot number; however, it was evaluated as a device that was potentially associated with the reported issues of loss of vacuum pressure and component damage. A visual inspection of the returned vacuum hand piece revealed wear and tear around the elastomeric septum. Further evaluation revealed the blade was inserted into the elastomeric septum, which created a puncture. The puncture in the elastomeric septum caused a large tear which would likely result in a loss of vacuum pressure. The guidance platform was also inspected, and did not show any signs of abuse, wear, tear, or tampering. Based on these findings, the reported issue of ck1 component damage was confirmed during evaluation of the returned device. The reported issue of vacuum loss of pressure was not confirmed via mechanical testing; however, the presence of the tear would likely contribute to the issue. As the lot number of the device was not provided, a review of the lot complaint history and lot history record was not possible. A review of the current cellfina product complaint trending analysis for the conditions of "vacuum lose of pressure" and "ck1 component damage" revealed these issues have not been reported at a high enough frequency to generate a trend and will continue to be monitored. No further information is available at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device was reported to be shipped from the customer to a third party decontamination laboratory; however, it has not been received as of this report. The physician alleged that the lot number of the cellfina disposable kit was not recorded; as such, a lot history record review and lot complaint history review could not be performed. A review of the cellfina system product complaint trending analysis of "vacuum loss of pressure" as of may 2020 revealed that this reported issue has not occurred at a high enough frequency to generate a trend. No further information is available at this time. If further information is received or if the device is returned, a supplemental report will be submitted.

Event description:
The physician confirmed that the loss of vacuum pressure occurred during tissue cutting; however, no patient impact occurred. No further information is available at this time.

Manufacturer narrative:
The device is reported to be available for investigation; however, it has not been received as of this report. No additional information is available at this time. When additional information is received, a supplemental medwatch form will be submitted.

Event description:
A physician reported to a (B)(6) account manager on (B)(6) 2020 information regarding a cellfina system device malfunction. The reporter alleged that the vacuum pressure of a cellfina disposable kit diminished as treatment was performed. Normal pressure was achieved initially; however, the membrane seal allegedly did not function properly after approximately 70 percent of the treatment had been performed. The membrane through which the needle was pushed became wider and let air leak through, resulting in insufficient pressure of the vacuum. The reporter alleged that no patient injury occured in conjunction with this event. No further information is available at this time.